Manufacturer narrative:
No d1000 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Lot history review was performed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter (full) phone: (B)(6).

Event description:
The complaint/event involved a tego® connector that reportedly disconnected causing blood to spirt out due to high pressure build up in the tego and connector in the facility's renal services unit. Blood was observed around the tego hub and silicon, and the silicon was depressed, in or a malfunction state. There was no report of adverse event or human harm.